Manufacturer narrative:
The device was received for evaluation. The visual inspection by naked eye of the product revealed a soft black particulate matter in the header cap. The reported failure could be confirmed. The ir analysis showed that all particles consists of polyvinyl chloride. This material is not used in the production of media-carrying systems. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that before use of a revaclear 400 dialyzer, a particulate matter was observed inside the cap. When this issue was found, the user replaced the product, and a new product was used to continue the treatment. There was no patient involvement. No additional information is available.